Manufacturer narrative:
Correction provided in h.6. And h.10. The customer reported leakage from the cassette. The returned sample was visually inspected and no obvious defects were observed that would have contributed to the reported event. A full cassette integrity leak test was performed utilizing an external pressure source to pressurize the cassette and detect leakage from the cassette. No signs of leakage from the cassette or elastomers were detected from the cassette. The sample was then tested on a calibrated console, it properly engaged and latched when inserted into the console and proper recognition of the cassette was displayed. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. A calibrated constellation console representing the current software version was used to test the sample. The light emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass iop calibration successfully. No anomalies were observed during priming. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. Iop was stable during functional and performance testing. The intraocular (iop) stayed active during testing process. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen during functional testing. Fluid flowed from bss to the drain bag without any interfering. No leakage was detected from the pump elastomer, on the pump area of the fluidics module, or the cassette. Cleaning process was able to be performed after functional test had completed. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of leakage from the infusion or pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The cassette passed functional and performance testing. The root cause of the customer's complaint could not be established as the sample met specification. This complaint has been reviewed and the sample was found to be conforming, therefore no action will be taken. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lot complaint history was reviewed, this is the eleventh complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. The returned sample was visually inspected and no obvious defects were observed that would have contributed to the reported event. A calibrated console was used to test the sample and the console generated system message (unable to latch to console) and ejected the cassette. The cassette was unable to evaluated on the console. Evaluation has been performed on prior complaints of a similar nature: cassette not recognized/unable to latch/system message (sm) which are reported events related to the cassette not loading during console setup. Contributing factors of these similar events have been established and were determined to be related to the dimensional features associated with the assembly process of the consumable cassette. These factors can lead to difficulty in cassette latching. The causality for these events has been established and were found to be related to factors regarding the variation in dimensional features associated with the assembly process of the consumable cassette. An action was opened to determine a root cause and implement appropriate corrective action for complaints of a similar nature. Quality assurance has reviewed and identified contributing factors and has taken action to address and optimize the assembly process for the consumable cassette. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A customer reported leakage occurred from the cassette, and the balanced salt solution (bss) plus was empty when the test was completed. The procedure was performed and completed after replacing the product with another one. There was no patient involvement and there was no harm to the operating room staff.